Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician used a screwdriver to twist the screw when the lead was not in place. This caused the screw to slip, and then it could not spin the screw again. The lead could not be inserted into the device. The device was attempted and not used. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.